Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00204.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used in the procedure and the guidewire lumen was separated. Visual inspection determined that the crimp balloon was torn, inflation balloon and guidewire lumen was separated and gouges on the flex tip. Imagery provided by the site shows the crimp balloon torn and the guidewere lumen separated from the delivery system. Double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements meet the double wall thickness specification. Due to the condition of the returned device, no functional testing was able to be performed. A device history review (DHR) was performed and work orders revealed no issues that would have contributed to the complaint event. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review, and in this case, were not identified as a suspect lot. A lot history review was performed and revealed no other complaint relating to ¿balloon- torn¿ or ¿distal tip, nose tip ¿ separated¿. There was one additional complaint for ¿delivery system ¿ withdrawal difficulty, through sheath¿. A review of complaint history january 2018 to december 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ ¿delivery system ¿ withdrawal difficulty, through sheath¿ ¿distal tip, nose tip - separated¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit. No instructions for use (IFU) or training deficiencies were identified. Regardless, additional actions are being initiated per corrective action preventative action (CAPA) investigation. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a weakened crimp balloon I/c bond. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The reported information states that the patient had mild tortuous anatomy in addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Additionally per information reported ¿while retracting the delivery system, the operator felt some resistance but it disappeared by pulling the system as it was¿. While retrieving the balloon there might have been excess fluid left inside the balloon which lead to resistance felt and the excess force applied to overcome the reported resistance could¿ve lead to the torn balloon. As a result procedural factors (excess forces applied to the balloon/delivery system) may have contributed to the reported event. CAPA captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors (excess forces applied to the balloon/delivery system) may have contributed to the complaint events. No product non-conformances or IFU/training inadequacies were identified. Pra was previously initiated to document and assess the balloon torn issue and its associated risks. No further corrective or preventive action is required at this time the complaint for ¿delivery system ¿ withdrawal difficulty, through sheath¿ was confirmed based upon visual inspection of the returned devices. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. As mentioned earlier, during the withdrawal process there may have been some residual fluid left in the balloon and as such the initial resistance felt may have been due to procedural factors (excess residual fluid). The complaint for ¿delivery system ¿ withdrawal difficulty, through sheath¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (excess residual fluid) may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. The complaint for ¿distal tip, nose tip - separated¿ was confirmed based upon visual inspection of the returned devices. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Due to the reported withdrawal difficulty, it is likely that high forces were used when attempting to retrieve the delivery system through the sheath. As the balloon was torn and withdrawal difficulty was experienced with the device caught at the sheath tip, the withdrawal force would have been imparted on y-connector to guidewire shaft bond, causing the device to separate at the bond. Therefore, the complaint is attributed to procedural factors (withdrawal difficulty). The complaint for ¿distal tip, nose tip - separated¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (excess forces applied to the balloon/delivery system) may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The devices are to be returned for evaluation. Investigation is under way.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, the balloon separated from the delivery system on retrieval. The device was prepared as usual and the access was obtained via a cut-down approach. A 26mm sapien 3 valve was deployed uneventfully. While retracting the delivery system, the operator felt some resistance but it disappeared by pulling the system. The delivery system was removed, but the balloon had separated near the triple marker. The balloon catheter was left in the patient¿s body. The physician tried withdrawing the catheter together with esheath unsuccessfully due to an ¿n shape¿ kink on the shaft. Advancing the sheath resolved the kink. Although the torn balloon got stuck at the sheath tip, it was able to retract all devices by pulling them together. Angiography showed no dissection in the vessel. As the incision site became widened, it was repaired with a couple of additional surgical sutures. There was no problem in the vital sign and the procedure was completed. Both delivery system and esheath will be returned for evaluation. The "physicians" mentioned he usually feels some resistance during device retraction but he guessed it was stronger than usual. As the patient had a mild bent on the abdominal artery, some tension might have been applied on the small curve side. The balloon might have been caught by the expanded liner and it resulted in the balloon tear.